Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure for bleeding performed on (B)(6) 2025. During the procedure, the clip did not deploy correctly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
. Imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure for bleeding performed on (B)(6) 2025. During the procedure, the clip did not deploy correctly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results the returned resolution clip clipping device was analyzed, visual and microscopic inspection noted that the device was returned with the clip assembly detached and with evidence of full deployment. Dimensional test was performed between the hooks of the bushing, and it is within specifications. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed since the clip assembly was returned fully deployed. Therefore, the most probable root cause of this complaint is no problem detected.